Event description:
Information was received from a patient who was implanted with a neurostimulator for intractable spasticity, multiple sclerosis, chronic low back pain, and spinal pain. It was reported that the patient is experiencing pain and has been and out of the hospital due to spasms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.